Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: level a investigation - complaint evaluation / complaint history check for the event(s) that occurred. Severity: s_2__; occurrence: a complaint history check was performed and this is the 1st related complaint for breaks off during use on lot # 9106731. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. If samples are received in the future the complaint will be reopened for further investigation. A lot history review was carried out and no related non conformance's were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. Investigation conclusion: as no samples and/or photo(s) were received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that pen ndl 32g 4mm hp 100 box 1200 ca cannula broke off in the patient. This was discovered during use. The following information was provided by the initial reporter: material no.: 320555 batch no.: 9106731. It was reported the needle broke off in the consumer's site and he was able to remove it with tweezers. Issue(s): patient reported to this pharmacy 1 pen needle broke off in his site. Was able to remove by himself with tweezers. No medical attention received from this incident. This pharmacy is calling in the issue today (B)(6) 2020. However, the patient informed this pharmacist on (B)(6) 2019. Pharmacist still has the patients box with unused items within it. The one in question the consumer/patient no longer has. I'm unable to obtain the consumer/patient demographics due to privacy.

Event description:
It was reported that pen ndl 32g 4mm hp 100 box 1200 ca cannula broke off in the patient. This was discovered during use. The following information was provided by the initial reporter: material no.: 320555 batch no.: 9106731 it was reported the needle broke off in the consumer's site and he was able to remove it with tweezers. Issue(s): patient reported to this pharmacy 1 pen needle broke off in his site. Was able to remove by himself with tweezers. No medical attention received from this incident. This pharmacy is calling in the issue today (B)(6) 2020. However, the patient informed this pharmacist on (B)(6) 2019. Pharmacist still has the patients box with unused items within it. The one in question the consumer/patient no longer has. I'm unable to obtain the consumer/patient demographics due to privacy.

Manufacturer narrative:
H.6. Investigation summary: level a investigation complaint evaluation / complaint history check for the event(s) that occurred. Severity: s_2__; occurrence: a complaint history check was performed and this is the 1st related complaint for breaks off during use on lot # 9106731. Investigation summary: customer returned (10) sealed/unused 32gx4mm bd pen needles from lot 9106731. Consumer reported 1 pen needle broke off in his site. All 10 returned pen needles were examined, then tested for visual inspection of point geometry, outer diameter and lube coverage. The following was observed (specs: outer diameter for 32g: 0.0090¿- 0.0095¿): data: point (pe/npe) outer diameter (in) lube sample 1 good/good, 0.0092, good, sample 2 good/good, 0.0092, good, sample 3 good/good, 0.0092, good, sample 4 good/good, 0.0093, good, sample 5 good/good, 0.0092, good, sample 6 good/good, 0.0093, good, sample 7 good/good, 0.0092, good, sample 8 good/good, 0.0092, good, sample 9 good/good, 0.0092, good, sample 10 good/good, 0.0092, good, all 10 tested pen needles tested within specification and no damaged or broken patient end (pe cannula) was observed. Since no evidence of manufacturing defect was observed on the returned samples the alleged issue could not be confirmed. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. Investigation conclusion: based on the samples and/or photo(s) received the investigation concluded: - unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time. H3 other text : see h.10